Manufacturer narrative:
(B)(4). Concomitant medical products: lcck nexgen articular surface with locking screw catalog # 00599403212 lot # 62749599; nexgen stems extension sharp fluted catalog # 00598801514 lot # 63203982; nexgen stemmed tibial component catalog # 00598800400 lot # 63402724; lcck nexgen femoral component catalog # 00599401591 lot # 63592705; femoral augment block distal only precoat catalog # 00599003523 lot # 61668091; femoral augment block distal only precoat catalog # 00599003524 lot # 77003571; lcck nexgen articular surface with locking screw catalog # 00599403217 lot # 63864189. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-00381, 0002648920-2022-00030, 0001822565-2022-00390, 0001822565-2022-00394, 0001822565-2022-00395. Remains implanted.

Event description:
It was reported patient is experiencing pain over the pes anserine bursa, swelling, stiffness and decrease in flexion two years post implantation. Labs and a bone scan were ordered, but no further information or report of intervention has been provided at this time. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
It was reported patient is experiencing pain over the pes anserine bursa, swelling, stiffness and decrease in flexion two years post implantation. Labs and a bone scan were ordered, but no further information or report of intervention has been provided at this time. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical products: lcck nexgen articular surface with locking screw catalog # 00599403212 lot # 62749599; nexgen stems extension sharp fluted catalog # 00598801514 lot # 63203982; nexgen stemmed tibial component catalog # 00598800400 lot # 63402724; lcck nexgen femoral component catalog # 00599401591 lot # 63592705; femoral augment block distal only precoat catalog # 00599003523 lot # 61668091; femoral augment block distal only precoat catalog # 00599003524 lot # 77003571; lcck nexgen articular surface with locking screw catalog # 00599403217 lot # 63864189. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-00381, 0002648920-2022-00030, 0001822565-2022-00390, 0001822565-2022-00394, 0001822565-2022-00395. Remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Recommended component code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates the range of motion has decreased and there is welling and stiffness with pain reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.